Event description:
This supplemental MDR is being submitted to update section b5 per internal review: it was reported that three days after transcarotid artery revascularization (tcar) procedure, the patient coded and received cardiopulmonary resuscitation (CPR). During CPR, the patient lost 700 cc of blood due to organ laceration and later expired due to myocardial infarction (mi). Additionally, an echo scan was performed during tcar procedure, which ensured there was no deeper dissection in the common carotid artery (cca). The reported event of blood loss, organ laceration and death are not related to the tcar procedure.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred during arterial sheath insertion. An additional unplanned stent was used to cover the dissection. The procedure was completed successfully with no reported patient harm.